Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 23-dec-2023 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The no delivery alarm functioning properly and the pump beeps properly during the self test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg, low bg and dka. The force sensor is within specification. Customer alleged not confirmed for not getting any alarms or alerts on the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl and reported diabetic ketoacidosis. The customer reported unwell, weak and headache as symptoms. Troubleshooting was performed. The endocrinologist reported that the pump was not working and not getting alarms. It was found that the customer has treated the high blood glucose event with the IV insulin drip and visited emergency medical service. The customer was hospitalized for 2 days. It was unknown whether the customer was using the pump within 48 hours of the reported event and unknown the auto-mode feature was not active or not. No further patient complications were reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.